Event description:
This lead was explanted because it dislodged. No adverse patient effects were reported. The hospital retained the lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.